Manufacturer narrative:
Correction to date of event: while the event date was originally listed as (B)(6) 2017, the correct event date is (B)(6) 2017.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: as the admission date of the patient's hospitalization is unknown, the date has been defaulted to the first of the month during which the initial call was received. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient was performing peritoneal dialysis therapy while in the hospital. The cause and duration of the patient's hospitalization is unknown. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained.